Event description:
An advance sling was implanted, the date of implant was not provided. It was reported that the pt had "recurring incontinence, hematoma, infection" and "primary dysfunction."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.